Manufacturer narrative:
The customer has requested an event log review. Although requested, the customer has not provided sufficient data to investigate the cause of the event. Should the requested additional logs, dataset, and detailed description of the event be provided a follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer emailed a section of a device log and stated that they have a report that says "syringe emptied too quickly for vol. Programmed/rate programmed." Customer has requested an interpretation of "what has gone wrong", however only a very brief section of the module log was provided, no pcu log was provided and no dataset was received, and no details were provided for what was supposed to have been programmed. There is no report of any patient harm.